Event description:
Baxter received a report that golvo 9000 had wheels coming off the lift. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technical support found the wheels needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. A replacement wheels was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a wheels coming off were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.